Manufacturer narrative:
Device evaluation: the device related to the reported event deflation was received on may 18,2026, with lot number 1178004. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - deflation: observed an openings through microscopic assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported ¿deflation¿. Later healthcare professional reported ¿hole on patch side¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported ¿deflation¿. Later healthcare professional reported ¿hole on patch side¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported ¿deflation¿. Later healthcare professional reported ¿hole on patch side¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.